Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("heavy menses"). The patient was treated with surgery (underwent total laparoscopic davinci hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pelvic area pain'), genital haemorrhage ('abnormal bleeding') and major depression ('mdd (major depressive disorder)') in a 42-year-old female patient who had essure (batch no. B71761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post-traumatic stress disorder, dysfunctional uterine bleeding, metrorrhagia, amenorrhea, uterine fibroid, menstruation irregular, uterine bleeding, adenomyosis, paratubal cyst and major depressive disorder. Concomitant products included alprazolam in 2017, bupropion hydrochloride (wellbutrin) from 2014 to 2017, nsaids from 2014 to 2017 and paracetamol (acetaminophen) from 2014 to 2017. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced menorrhagia ("heavy menses/abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"), 5 days after insertion of essure. In (B)(6)2014, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), post-traumatic stress disorder ("ptsd (post-traumatic stress disorder)") and major depression (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and novasure ablation (B)(6)2014). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine and abdominal pain lower had resolved and the depression, anxiety, headache, dysmenorrhoea, weight increased, post-traumatic stress disorder and major depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, major depression, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 220 lbs. Essure insertion detail: essure coils information: right- 3; left- 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: plaintiff fact sheet received. Events: mdd (major depressive disorder) and ptsd (post-traumatic stress disorder) was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pelvic area pain') and genital haemorrhage ('abnormal bleeding') in a 42-year-old female patient who had essure (batch no. B71761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post-traumatic stress disorder, dysfunctional uterine bleeding, metrorrhagia, amenorrhea, uterine fibroid, menstruation irregular, uterine bleeding, adenomyosis and paratubal cyst. Concomitant products included alprazolam in 2017, bupropion hydrochloride (wellbutrin) from 2014 to 2017, nsaids from 2014 to 2017 and paracetamol (acetaminophen) from 2014 to 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia ("heavy menses/abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"), 5 days after insertion of essure. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and ablation (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine and abdominal pain lower had resolved and the depression, anxiety, headache, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 220 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic area pain") and genital haemorrhage ("abnormal bleeding") in a 42-year-old female patient who had essure (batch no. B71761) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post-traumatic stress disorder, dysfunctional uterine bleeding, metrorrhagia, amenorrhea, uterine fibroid, menstruation irregular, uterine bleeding, adenomyosis and paratubal cyst. Concomitant products included alprazolam in 2017, bupropion hydrochloride (wellbutrin) from 2014 to 2017, nsaids from 2014 to 2017 and paracetamol (acetaminophen) from 2014 to 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia ("heavy menses/abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"), 5 days after insertion of essure. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On (B)(6) 2017, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and ablation (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine and abdominal pain lower had resolved and the depression, anxiety, headache, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 220 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Most recent follow-up information incorporated above includes: on 13-may-2019: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), psychological orpsychiatric problems condition: depression and mental anguish, migraines / headaches, dysmenorrhea (cramping), pain, weight gain / loss specify which one: weight gain, cramping, genital bleeding were added. Essure insertion and removal date was added, lot number received. Patient's medical history was added. Outcome of the events were updated. Concomitant medications were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.